Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
Prp - assy, case, front w/keypad, 8015ls order number: (B)(4). Kp06 - keypad- unresponsive key. It was reported the front case is being replaced. (Pcu).